Event description:
A patient underwent a mitral valve repair/replacement with concomitant maze. Procedure was completed successfully, and the patient was taken off bypass. Upon closing the patient chest, blood was noticed in the drain tubes. The patient's pressure dropped, and a sternotomy was performed. The patient was placed back on bypass and an injury was located between the base of the left atrial appendage and the left pulmonary veins. The injury was repaired. Patient recovery was optimal, and patient was discharged home. There was no reported device malfunction, and the event was the result of a procedural complication.

Manufacturer narrative:
(B)(4). The device was not returned for investigation and no device malfunction was alleged. There is nothing in the device history record that would indicate the devices were released with any non-conformances that would contribute to the subject complaint.